Manufacturer narrative:
Report submission date: 01/11/2019. An investigation was performed for the reported customer complaint: ¿the customer reports a patient had an nj tube inserted on (B)(6) 2018. On (B)(6) 2018 the patient went to the facility to have another procedure performed and coughed out the metal tip from the nj tube.¿ a review of the device history record (DHR) for lot no. 704491164 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Twelve (12) unused samples with lot number 704491164x were received for evaluation. Eleven (11) of the samples were in original packaging and one (1) sample only was received with torpedo weight. The condition reported was not observed in the product; the root cause of the reported condition could not be determined since the tube is required to evaluate the condition reported. Therefore, a comprehensive investigation was unable to be conducted. The current process was determined to be running according to product specifications meeting quality acceptance criteria. The reported event was clarified with the customer. It was reported that the entire weight came out. The patient coughed it out at home and presented to emergency department. The patient was not admitted and no further action was taken. No further event information was provided. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section was updated with additional information. Also, it was determined that the initial reporter's last name was not provided and can not be easily obtained. However if this information is provided to us, a follow up report will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports a patient had an nj tube inserted on (B)(6) 2018. On (B)(6) 2018 the patient went to the facility to have another procedure performed and coughed out the metal tip from the nj tube. Upon clarification on (B)(6) 2018 it was stated that the entire weight came out. The patient coughed it out at home and presented to emergency department. The patient was not admitted and no further action was taken.

Manufacturer narrative:
Additional event information and the initial reporter's last name was requested. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports a patient had an nj tube inserted on (B)(6) 2018. On (B)(6) 2018 the patient went to the facility to have another procedure performed and coughed out the metal tip from the nj tube.